Event description:
The caller stated that he had a 6defen tracheostomy tube whose pilot balloon developed a leak after 2-3 days of use. The issue was noticed, because the ventilator alarmed due to the tracheostomy tube not sealing. The incident required re-intubation. The tracheostomy tube was pre-tested before use. The exact amount of pressure used to inflate the cuff is unknown, but they use a minimal leak technique to inflate.

Manufacturer narrative:
The tube was discarded and therefore, not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number.